Event description:
The physician was taking a right femoral approach during the procedure. When a cavagram was done the technician and the physician noted something did not look right. Contrast was injected and filled the right iliac fine and o into the left iliac. It slowed from the left iliac and up the vena cava. The technician felt like there is possibly a clot causing the contrast to slow. The physician decided to proceed without doing another cavagram. The filter was placed successfully. A few hours post procedure the pt coded from a massive pulmonary embolism. Pt expired.

Manufacturer narrative:
(B)(4). Investigation is in progress.